Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: black box dates from 12/30/2015 -12/30/2015. Black box shows a partially discharged battery was installed on 12/30/2015 prior to 09:11. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment was intact. The current draws are within specifications. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "power" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.